Event description:
Additional information received identifies the phenomenon was found during inspection before use of an unknown procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation, additional information received (identified within b3 and b5), and correction to d5 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the image disappears when the device is turned on was due to a faulty printed circuit board. The cause of the defective circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
Olympus was informed via repair request that the customer high-definition liquid crystal display monitor has a power failure. ¿it suddenly disappears when it is on.¿ the customer reported problem was found during an unspecified event. No death, injury or harm was reported to olympus.

Manufacturer narrative:
The device was returned to the olympus repair center for evaluation. The customer reported problem was confirmed, the image disappears when the device is turned on due to a defective printed circuit board. The investigation is ongoing. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.